Manufacturer narrative:
(B) (4): physio-control evaluated the device and associated cables and verified the reported failure. The quick-combo therapy cable assembly was replaced. A performance inspection procedure (pip), as outlined in product literature, was performed on the device. Proper operation was observed and the device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was due to a break in the sternum wire within the device connector strain relief area of the quick-combo therapy cable assembly. A clinical review of the reported event determined that the device did not contribute to the outcome of the patient. The patient's collapse was unwitnessed; and therefore the downtime was unknown. Signs of prolonged down time and irreversible death were present. The patient's rhythm was reported as asystolic. Defibrillation is not indicated based on this rhythm.

Event description:
It was reported that an (B) (6) crew was dispatched to the scene of a cardiac arrest patient. The patient's collapse had not been witnessed and it is unknown how long the patient had been down. Upon arrival of (B) (4), CPR was initiated. The (B) (6) crew arrived on the scene and began their patient assessment. The (B) (6) crew connected the lifepak 12 device to the patient with philips defibrillation pads and attempted to obtain the patient's ECG via the paddles mode; however, this was not successful. A request for an additional als crew was made and one was dispatched. While waiting, the (B) (6) crew monitored the patient via a 3-lead ECG and observed that the patient had an asystolic rhythm. During further physical examination of the patient, extreme dependent lividity was observed. Telemetry was contacted and the patient was pronounced deceased. The request for additional (B) (6) crew was cancelled.